Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent loss of atrial sensing during atrial fibrillation (af) events. The lead is still in use. No patient complications have been reported as a result of this event.